Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 on the main device was broken or jammed, and the drawer would not open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height enhanced drawer 6 was triple clicking and not opening. A field service engineer (fse) confirmed that the rails were fine and adjusted the bracket multiple times, but the issue remained unresolved. The fse then found that the full-height enhanced drawer 6 was not latching, so replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 on the main device was broken or jammed, and the drawer would not open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.